Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. A lead integrity alert was triggered for sensing integrity counter (sic) and variable right ventricular (rv) lead impedance at or around the time of death. The cause of death has been requested and not received.